Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the vascular damage is most likely due to use as the artery was punctured during access. The active bleeding caused the patient to go into cardiac shock. The root cause of the vt/vf is most likely due to use. A few days later it was reported that the patient was experiencing a pressure injury that was caused by the complications experienced. The root cause of the nerve compression is most likely due to use as the patient experienced vascular damage and vt/vf due to the punctured carotid artery.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use (IFU) for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ as noted in the impella IFU, cardiogenic shock, bleeding, and vascular injuries are known potential adverse event associated with impella support.

Event description:
The user facility reported that a 57-year-old male was implanted with an impella cp pump for mechanical circulatory support. Following impella cp implant via femoral access, a swan was placed through the right side of the neck for right heart catheterization. A planned percutaneous coronary intervention was performed to the left anterior descending artery with impella support. Shortly after, an emergent computed tomography scan was performed as a large hematoma developed at the swan access site and extended into the upper chest and superior mediastinum. Exploration of the right neck was performed and the carotid artery was found to be punctured. A surgical repair was completed, but active bleeding caused the patient to go into cardiogenic shock. The patient was given two units of packed red blood cells to help stabilize the patient. Support with the implanted pump was maintained for two more days before planned explant. Two days following explant, the patient was reported to have a stage three pressure injury. Initial reports believed that the deep pressure injury was caused by the patient's illness and their immobility due to pump implant. Triad and foam dressings were placed to help treat the condition. Each of these events were documented to be potentially related to the impella procedure.